Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to downstream occlusion sensor is defective. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an alarm "remove and reattach cassettes" alarm. The was patient involvement but no patient harm reported.